Event description:
The customer contact reported the touch screen will not calibrate. The device was in the biomedical dept with a note that indicated the touchscreen will not calibrate. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing, the device touchscreen was found to be out of calibration. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was found to be out of calibration. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.